Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was intermittently unresponsive while the customer attempted to calculate a bolus. There was no impact to the customer's blood glucose level. The touchscreen was responsive during troubleshooting with tandem technical support.